Manufacturer narrative:
During troubleshooting of the issue, field service observed the pinion of agitation cup no. 17 had dropped on the architect i2000sr, serial number (B)(4). The pin for the dispersion station rebuild kit, gear (part number 7-202411-03) was replaced to resolve the issue. No additional false negative results were reported. A review of tickets for similar complaints identified no adverse trends of dispersion station rebuild kit, gear. A service history review for (B)(4) revealed no additional discrepant results and did not identify any service or complaint issues that may have contributed to this issue. Manufacturing documentation was reviewed and was noted to provide sufficient information in troubleshooting, removal, and replacement of the dispersion station rebuild kit, gear. A review of tracking and trending data in the product monitoring review for architect instruments revealed no systemic issues or adverse trends associated with the discrepant result issue. The i2000sr erratic result rate is within acceptable limits with no adverse trends identified. Based on the investigation, no product deficiency or systemic issues were identified for the dispersion station rebuild kit, gear or the architect i2000 analyzer.

Manufacturer narrative:
This issue was previously reported under MDR number 3002809144-2019-00185 under a different suspect device. All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer reported (B)(6) architect hiv ag/ ab results for a patient. Sid (B)(6) generated results of (B)(6). The customer replaced the kit and generated a result of (B)(6). The patient has a history of an index at (B)(6). No impact to patient management was reported.